Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 2937457-2021-01794 had no patient identified and the cycler belonged to the acute center, and is not a reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-01794.

Event description:
It was reported a peritoneal dialysis (pd) patient with renal failure (rf) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., patient demographics, discharge summary) have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: d10 concomitant medical products and therapy dates (excludes treatment of event.)

Event description:
It was reported a peritoneal dialysis (pd) patient with renal failure (rf) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., patient demographics, discharge summary) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required at this time.

Event description:
It was reported a peritoneal dialysis (pd) patient with renal failure (rf) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., patient demographics, discharge summary) have thus far proven unsuccessful.